Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and some chip came out at the reservoir compartment. Customer¿s blood glucose level was unknown. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. Pump passed displacement test. The test reservoir was able to lock in place.